Event description:
It was reported that the pt was working on his computer and when he went to unplug a cord from the outlet he felt shocked. He felt tingling up his arms. Within a half hour his nausea and vomiting symptoms returned. Device impedance measurements were greater than 4,000 ohms. The device was replaced without complication. The pt recovered and is currently receiving good therapy.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is rec'd from the hcp.